Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted occlusal trauma. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted occlusal trauma. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).